Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found.

Event description:
It was reported that the reservoir leaked during the priming process. The blood glucose reading is 188 mg/dl. Insulin leaked inside the reservoir compartment. Nothing further reported.